Event description:
Technician alleged that the head is drifting down slowly. No pt impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.